Event description:
It was reported that this demo device has a pads cable failure and ECG equip malfunction error. There was no reported pt involvement.

Manufacturer narrative:
(B)(4). It was reported that this demo device has a pads cable failure and ECG equip malfunction error. There was no reported pt involvement. Philips evaluated the device and confirmed the complaint. The power pca was replaced to resolve the problem. All performance assurance tests passed. We will consider this a malfunction of the power pca that caused the device to have a pads cable failure and ECG malfunction error.